Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 170 mg/dl. The customer states the ridge of reservoir compartment broke off. Troubleshooting was performed for damage and noticed unscrews easier than normal. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but the p-cap does not lock into the reservoir compartment properly due to completely broken reservoir tube lip and missing reservoir tube o-ring noted.